Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to unspecified reason. A new ipp pump was implanted during this procedure. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient was dissatisfied with original pump placement of his inflatable penile prosthesis (ipp). A new pump was repositioned. No patient complications were reported in relation to this event.